Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete. This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was noted that the electrode was still inserted in the device header. Upon removal of the electrode from the header, the setscrew operated normally. A series of automated electrical and functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. The clinical observations of noisy signals, oversensing, inappropriate shocks and low intrinsic amplitude were not confirmed by testing.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock and presented to the hospital. It was noted the patient had a previous untreated episode in 2016 when the device was programmed to the secondary vector, so at that time the device was reprogrammed to primary. A review of the episodes showed two untreated episodes had also been stored with the inappropriate shock. Testing to recreate the noise was performed but nothing could be reproduced. X-rays were reviewed and system placement appeared normal. The vector was reprogrammed to alternate and the patient was sent home. The patient received a new inappropriate shock about two days later and the device and electrode were explanted and replaced a couple of days after that. It was noted the physician left the electrode connected to the device so during laboratory testing it could be evaluated whether a connection issue was found. Only the suture sleeve was removed from the electrode, but it was reported that the sleeve had not been covering the sense b electrode during the explant procedure. The device had been implanted with the two-incision technique. Technical services noted diminished r-wave amplitudes and high amplitude noise, but as the system was explanted, troubleshooting with patient movements and postures could not be performed. The explanted products were received and are undergoing laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock and presented to the hospital. It was noted the patient had a previous untreated episode in 2016 when the device was programmed to the secondary vector, so at that time the device was reprogrammed to primary. A review of the episodes showed two untreated episodes had also been stored with the inappropriate shock. Testing to recreate the noise was performed but nothing could be reproduced. X-rays were reviewed and system placement appeared normal. The vector was reprogrammed to alternate and the patient was sent home. The patient received a new inappropriate shock about two days later and the device and electrode were explanted and replaced a couple of days after that. It was noted the physician left the electrode connected to the device so during laboratory testing it could be evaluated whether a connection issue was found. Only the suture sleeve was removed from the electrode, but it was reported that the sleeve had not been covering the sense b electrode during the explant procedure. The device had been implanted with the two-incision technique. Technical services noted diminished r-wave amplitudes and high amplitude noise, but as the system was explanted, troubleshooting with patient movements and postures could not be performed. The explanted products were received and are undergoing laboratory analysis. No adverse patient effects were reported.